Event description:
A report of a patient having difficulty charging was received. The patient also stated that she felt that the ipg was moving around inside the pocket. The patient's ipg was replaced, and the patient is reportedly doing well.